Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The actual sample was returned for analysis. Visual inspection identified the patient adapter separated from the tubing. Marks were noted inside of the tubing matching the ribs of the patient adapter. Leak testing, clamp function testing, and clear passage testing were performed. The sample did not pass the underwater pressure leak test where a leak was noted through the separation of the tubing and the patient adapter. Therefore, the reported problem of leak was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient was recovered from this peritonitis event. It was reported the cause of the peritonitis was due to a leak caused by damage to the transfer set and not due to a connection issue between the catheter and the extension set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak which led to peritonitis. The transfer set was reported to have ¿broken down¿ and pd fluid leaked out. The set break down was described as the catheter connector of the transfer set separated from the rest of the set and stayed connected to the titanium adapter. Following the disconnection, the patient pushed the transfer set back together and contacted their medical staff. That same day, the patient started treatment with cephradine (500mg daily; route not reported) prophylactically for pd fluid leak. The following day, the patient manifested abdominal pain, fever, nausea, vomiting, diarrhea, and cloudy effluent and was hospitalized for peritonitis. The cause of the peritonitis was reported to be the transfer set disconnection and leak. That same day, the cephradine was discontinued and the patient was started on intraperitoneal vancomycin (2.5g every 5 days; duration not reported) and intraperitoneal ceftazidime (1g daily for thirteen days) for peritonitis. Pd therapy remained ongoing. Six days after admission, the patient was discharged from the hospital. At the time of this report, the vancomycin remains ongoing and the patient is recovering. No additional information is available.